Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with stent. The stent was partially deployed 1.1cm when received. The shaft was kinked at the nose cone. The inner diameter (ID) of the catheter was measured at the distal tip with a calibrated pin gauge set which meets innova specification. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and the handle of the device. The guidewire was able to pass through the shaft with some resistance at the kinked location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-apr-2016. It was reported that difficulty tracking over wire occurred. The target lesion was located in the superficial femoral artery. An 8x40x75 innova¿ stent was advanced but was not smoothly advanced along with a 035 guidewire. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed partial stent deployment.